Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A specific cause for the reported events could not be conclusively determined through this evaluation, however, the pump was operating as intended. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device in (B)(6) 2014. It was reported that on approximately (B)(6) 2015 the patient experienced a massive gi bleed. The patient received several blood products and underwent an emergency colectomy on (B)(6) 2015. The patient was recovered from the event and was scheduled to be transferred to a step-down unit and then home. The pump was functioning properly as expected. However, on approximately (B)(6) 2015 the patient experienced respiratory distress overnight requiring intubation and vasopressor support for hypotension. He had pink frothy sputum thought to be a result of the intubation procedure. The cause for the respiratory event was unknown. As of (B)(6) 2015 the patient was reportedly ¿doing ok now¿. The system controller log file was reviewed and multiple pulsatility index events were recorded, most of which were captured continuously from (B)(6) 2015 to (B)(6) 2015. There were no abnormal alarms or other events recorded. No additional information was available.

Manufacturer narrative:
Approximate age of device: 1 year, 1 month. The patient remains ongoing with the implanted device and no further issues have been reported. No additional information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.